Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for premature ventricular contractions (pvcs) with a thermocool smarttouch unidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the mapping phase, a tamponade was detected. Pericardiocentesis as performed and yielded an unspecified amount of fluid. Patient did not require extended hospitalization as a result of the adverse event. Patient has fully recovered. There were no patient factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was related to the use of high contact force on the tissue. No transseptal puncture was performed. No sheath was used. Generator was set on power control mode with temperature cutoff of 90°c and thermocool sf cutoff of at 40°c. There is no information regarding other generator settings, power titration, overall ablation time, or last ablation cycle time at the site of injury as no ablation was performed. Irrigated catheter flow was set at 8 ml/min to 15 ml/min. There is no information regarding anticoagulation during the procedure. Smarttouch catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed after the initial warm-up phase, post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any bwi equipment during the procedure.